Manufacturer narrative:
Correction: it was inadvertently reported that the date of this report was jul 11, 2017.  The correct date was jul 3, 2017.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor seized, jammed, and was moving heavily on the electric pen drive device. It was further determined that the device had a worn out motor and defective controller. It was further determined that the device failed pretest for check function and direction of rotation. This event did not occur during surgery. There was no patient involvement. The event date was unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.